Event description:
The yellow battery lights are out.

Event description:
The yellow battery lights are out.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Manufacturer narrative:
The device was evaluated by the returns department which found that the 3 led's on bdi do not illuminate.